Event description:
Patient status post pangea system implant at levels l3-s1 had returned to the surgeon on an unknown date. X-rays revealed that the rod had slipped out of the construct at s1-right side. No further treatment or reoperation has been scheduled at this time. This is the second of three reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned, and part number and lot number were not provided.